Event description:
It was reported by the customer that they received a call for a cardiac arrest pt. The pt's collapse was witnessed and CPR initiated. Upon arrival, approx three minutes later, the crew connected the device to the pt and switched to manual mode. The pt was observed to be in ventricular fibrillation. The crew charged, but when attempting to press the shock button, the device powered off. The crew powered the device back on, again charged, but again the device powered off when attempting to press the shock button. At that point a different device was retrieved from another vehicle and brought to the pt's side approx within one minute. The crew delivered one shock and the pt resumed breathing and had a pulse. There were no adverse effects to the pt reported as a result of the device failure.

Manufacturer narrative:
(B) (4). The customer indicated that the crew did not recall any battery issues or prompts of a low battery situation at the time of the event. The crew also stated that they had checked the device at the beginning of their shift (approx 20 hours before this call) and had one monitoring call (approx 8 hours before this call). No failures were noted during the shift check or the previous call and the batteries tested fine at the start of the shift. The device has been used several times since the date of the event with no issues observed. Physio-control evaluated the device; however, the reported failure was not verified nor duplicated. Due to the length of time between the event and the report of the event, no pt event records remained in the memory of the device. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure could not be determined.